Manufacturer narrative:
The hill-rom technician found the side communication cable was loose and needed to be reconnected. It is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the sidecom® communication system junction box is in good condition and all attaching hardware is present and secure. Use the sidecom® tester to make sure the sidecom® communication system operates correctly. Make sure the nurse call indicator is on in all indicator locations. Examine the communication cable, including the male and female pins in the plug. Replace parts as necessary. The technician reconnected the side communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from an account stating the nurse call function did not work. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).